Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched on-site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the analyzer and determined that the degasser unit had malfunctioned. The fse replaced the degasser unit and degasser air tubing to resolve the issue. Performed system verification successfully without issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(6).

Event description:
The customer reported the generation of erroneously high glucose (glu) and triglyceride (tg) patient results on their au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. The customer indicated that quality controls (qc) were within specification prior to event. The customer did not provide patient demographics. There was no report of change to treatment, injury, or death associated to this event.